Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent insulin occlusion alerts on the ilet pump with a contact detach infusion set, including an instance where insulin expelled from the cartridge connector during a supply change; troubleshooting and education were provided, and the issue resolved only after a complete supply change including cartridge, connector, tubing, and infusion set. Symptoms included thirst associated with hyperglycemia, with reported blood glucose values as high as ¿hi¿ on a blood glucose meter and later documented at 531 mg/dl, and the lowest noted value during the incident at 360 mg/dl. Outcomes included prolonged hyperglycemia that persisted for several hours and required user-performed supply changes, with subsequent improvement to 300 mg/dl and then 238 mg/dl without medical intervention or outside assistance. Investigation included guided troubleshooting, verification of supply changes, and follow-up assessments of blood glucose. Investigation of this case revealed an insulin delivery interruption consistent with occlusion, with a probable contribution from a leaking cartridge-connector interface noted earlier, and resolution following full replacement of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or disposable component issue leading to occlusion and interrupted insulin delivery, resolved by complete supply replacement and user education.